Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead is an abandoned chronic lead that was re-used. The rv lead that exhibited high threshold was with another vendor. The lv lead was abandoned because it dislodged during a pulse generator replacement procedure that was performed previously.

Manufacturer narrative:
Concomitant medical products: 429888 lead implanted:(B)(6) 2017; ddbb2d4 ICD implanted: (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold measurements. It was noted that the left ventricular (lv) lead had dislodged. The rv lead was explanted and replaced and the lv lead removed. No patient complications have been reported as a result of this event.